Event description:
We received an allegation about discrepant results for unspecified patients tested with glucose hk gen.3 (gluc3) assay on a cobas 4000 c311 stand alone system compared to results obtained from a different laboratory. Exact results were not provided. The customer alleged a gluc3 discrepancy of 10-15 mg/dl. No questionable results were reported outside the laboratory.

Manufacturer narrative:
The gluc3 reagent lot number was 718840. The expiration date was not provided. Qc was within range on the day of the event. A general reagent issue can be excluded because no further issues were reported and a correct rerun was performed with the same reagent. The investigation is ongoing.

Manufacturer narrative:
The investigation determined that the following: 1) the customer reconstituted calibrators and controls with injectable saline solution, not deionized water. 2) the reagent packs were stored in refrigerators without temperature checks causing all the reagents to freeze. 3) the electrolyte standard positions were reversed during calibration. The field service engineer replaced all the reagents and properly reconstituted the calibrators and controls. He then did an instrument check and the instrument was performing within specifications. The investigation did not identify a product problem. The root cause was due to an off-label use and failure to follow instructions. No further issues were reported after correcting these failures.